Event description:
Motor leaked oil during surgery. Oil could be seen bubbling at attachment/motor interface while motor was running. No oil was noted in the sterile field, however it was necessary for the staff to change gloves. Excess irrigation was used and antibiotics were administered. There was no pt injury.